Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, and basic occlusion test, and occlusion test, prime test, excessive no delivery test and dat test at 0.08735 inches. The pump had cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 700+ mg/dl. The customer was hospitalized for diabetic ketoacidosis. The customer experienced symptoms such as nausea, vomiting, abdominal pain and rapid breathing. The customer was treated at the hospital. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.